Event description:
It was reported that a patient underwent a vaginal repair on (B)(6) 2022 and suture was used. During the procedure, the suture disconnected from the needle at the hub as she was pulling a stitch through. This required the provider to pull out a few stiches on a start over. The provider then switched to a different type of suture and had no other issues. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Pc (B)(4) date sent to the FDA: 12/15/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4) device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of facility report # (B)(4) note: related events reported via 2210968-2022-10311 and 2210968-2022-10312